Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used to close the fascia layer. At an unspecified time post-op, while still in the hospital, the patient had a wound dehiscence. The patient was re-operated on to close the incision and the surgeon opined that the suture had broken in the middle, not at the knot. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.